Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer initially reported that their device had its service indicator illuminated. After an evaluation by physio-control, it was observed that the device would lock up when attempting to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies in the failure anlysis center. It was determined that the cause of the reported failure was due to a temperature sensitive integrated circuit chip, designator u18 from the system controller pcb assembly.